Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the cantilever load on the headless pin driver is not working and will not grab onto the pin to remove headless pins.

Manufacturer narrative:
An event regarding inability to remove pins involving a headless pin driver was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection: the returned pin driver showed signs of use at the hex feature, likely from repeated connection and disconnection from the mating handle. In addition, the spring mechanism within shows signs of wear. A functional inspection was performed with a 3" headless pin retrieved from finished goods, catalog: 6541-4-003. The pin driver still held the pin in place when positioned upside-down. The retention spring is still intact and functional. The event cannot be confirmed. Conclusion: the reported event could not be duplicated or repeated as the returned device was able to hold pins in place and is therefore deemed functional. As indicated in the surgical protocol triath-sp-5, the headless pin driver is used during insertion of headless pins into mating guides. The surgical protocol instructs to remove pins using the headless pin extractor. Review of the reported event indicated the user was not using the headless pin driver as intended and instructed in the available procedural guidance provided by stryker in the referenced surgical protocol. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the cantilever load on the headless pin driver is not working and will not grab onto the pin to remove headless pins.